Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam handpiece was returned for investigation. Visual inspection confirmed signs of fluid ingress on the sensor board near the connector pins and on the sensor board inside the handpiece. The handpiece manifold and high-pressure crimp were tested in-house for leaks that could have caused the observed fluid ingress, but no leaks were observed. The handpiece shell was opened and salt deposits were observed on the sensor board. These dried saline deposits are typically a result of fluid ingress getting into the device during or after use. However, these deposits could not have occurred due to the known fluid ingress pathway since they occurred prior to handpiece to motorpack connection and subsequent priming with saline. The saline deposit near the connector above, is directly below the opening in the lower shell and fluid could have entered there or another opening in the handpiece shells during pre-setup. Additionally, no leaks were observed on the high presser crimp. The fluid ingress on the handpiece connector pin is more likely due exposed opening between the interface of the handpiece and motorpack. To mitigate this risk the aquabeam robotic system user manual, um101-00 rev f, has requirements to have motorpack drape, and handpiece articulating arm drape to prevent fluid from flooding the pocket between the handpiece and motorpack interface. A review of the aquabeam robotic system's log file confirmed the reported "e22 - motorpack error" and subsequent procedure being aborted. A review of the device history record (DHR) for the aquabeam handpiece and aquabeam robotic system, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review for similar complaints confirmed that there are two (2) other similar events that have been reported to procept biorobotics. The aquabeam robotic system's user manual, um0101-00 rev. E, was reviewed and states the following: the current user manual. Um0101-00 rev. E aquabeam robotic system user manual states: table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. 5.4 precautions: aquabeam handpiece setup. Inspect the aquabeam handpiece to ensure packaging integrity. Do not use the aquabeam handpiece if packaging integrity is compromised. Hospital required accessories and disposables trus probe cover · procept lithotomy drape (ref 351101) or equivalent · three (3) drapes for aquabeam robotic system (deroyal ref 28-0401 or equivalent) · motorpack drape · handpiece articulating arm drape · trus articulating arm drape · keyboard banded bag drape (ecolab ref 60040s, medline invisishield ref dyneje63628r, or 3m ref 1003) a root cause for the reported event was traced to a user-related issue. Visual inspection confirmed fluid ingress on the handpiece-motorpack connector pin as salt deposits were evident. This issue is mitigated by requiring a motorpack drape and a handpiece articulating arm drape as stated in um101-00 rev f. Additional analysis opened the handpiece shells and dried saline deposits were observed on the encoder and sensor board; the e22 error in the field was determined to have been caused by fluid getting into the handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. The error message was unable to be cleared during troubleshooting steps; therefore, the treating physician proceeded to convert to a transurethral resection of the prostate (turp) surgical procedure for treatment of bph. The procedure was continued to successful completion. There were no adverse consequences to patient's health.